Manufacturer narrative:
The device powered up properly after battery installation. No critical pump error (open book image) alarm noted during testing. Hardware low level failures noted after unit failed the self test. The device failed the self test and passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had critical pump error. Customer blood glucose level was 180 mg/dl. Customer also stated that they received the open book image on the insulin pump screen. The insulin pump will be returned for analysis.